Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2025. The patient experienced no consequences throughout the procedure.

Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricular lead exhibited loss of capture. No intervention was performed and the patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.